Manufacturer narrative:
Batch review performed on 14 march 2022 lot 1909326:(B)(4). Expiration date: 2024-11-27. No anomalies found related to the problem. To date, (B)(4). Additional item involved in the event, batch review performed on 14 march 2022 ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 184384 lot 184384: (B)(4). Expiration date: 2023-09-05. No anomalies found related to the problem. To date, (B)(4).

Event description:
At 1 year 8 months after the primary, the patient came in reporting groin pain and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.